Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the vent alarmed due to a data acquisition pcb adc reference failure and a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
The manufacturer's service technician was unable to duplicate the reported issue.